Event description:
Details reported on incoming e-complaint-(B)(4) from field service log #100094: cryosystem "still leaking." "Leaking at hand piece"

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Leaking ll100 cryosurgical 900001 e-complaint (B)(4).

Manufacturer narrative:
Investigation review DHR inspect returned samples analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 14/sep/2016 under work order (B)(4) and sold on 21/oct/2016. Manufacturing record review: DHR-209890 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: 13/feb/2023- 99898- broken plastic- replaced handles and o-rings. Tested ok. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) this unit was at csi on 21/mar/2023. Visual evaluation: visual examination of the complaint product revealed no physical damage functional evaluation: complaint product was functionally evaluated and found to function properly root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No.